Manufacturer narrative:
Method: film evaluation. Results: anatomy related; type ii endoleak. Conclusions: anatomy related; type ii endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 6.4 cm in diameter saccular abdominal aortic aneurysm with an infra-renal angle of 45 degrees. Proximal aorta was 22 mm in diameter and 21 mm in length. Distal aorta was 43 mm in diameter. The right iliac artery was 18 mm in diameter. The right and left femoral arteries were 10 and 11 mm in diameter, respectively. The right and left iliac arteries were mildly tortuous with no stenosis. It was reported that at the end of the index procedure a type IV endoleak was noted and left uncorrected. Currently, a type ii endoleak was noted and left uncorrected. A CT noted that the aneurysm has grown to 78.3 mm in diameter with no evidence of an endoleak. No clinical sequelae were reported and the patient is doing fine.

Event description:
It was noted that the patient has a type ii endoleak from the ima. The investigator assessment states that the event is not device or procedure related. It was reported that on the patient was in for coil embolization to treat the type ii endoleak. The patient also was noted as having worsening renal insufficiency which was pre-existing. The patient was recently diagnosed with leukemia. Review of non-contrast cta's at the 3 year follow up show the bifurcate placed within the angulated neck. The ipsilateral limb and extension extends into the left external iliac, and the contra limb is in the right iliac. The aaa max diameter is 7.8cm. As the films are non-contrast any possible endoleak could be assessed. No stent graft issues are seen. Ultrasound images were also returned; no obvious issues could be seen. Review of films show that the stent graft is in the same approximate position as compared to the earlier study. The max aaa size is now 8.3cm. Aaa coiling had been performed since the last study. As the films are non-contrast any possible endoleak could be assessed. No stent graft issues are seen. Images during implant or immediate post implant were not provided; therefore the reported type IV endoleak also could not be assessed.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement, endoleak. Lack of information (cause of aneurysm enlargement is unknown). Conclusion: lack of information (cause of aneurysm enlargement is unknown).